Manufacturer narrative:
Device manufacture date - monitor - 10/2008. Electrode belt - 07/2008. Device evaluation - the monitor was fully functional. The electrode belt was not returned. Conclusions: the pt had a slow vt that transition into an asystole. Since the vt rate was well below the programmed threshold of 180 bpm, the lifevest did not administer treatment. The lifevest properly detected and alarmed for asystole, which occurred about three mins after the onset of the slow vt.

Event description:
The wife of a male pt contacted lifecor customer support in 2009 to report that the pt had a massive heart attack approx three months later. She stated that the lifevest alarmed and then shut off. She stated that when ems arrive, the pt was unconscious. The ems removed the lifevest. The coroner was supposed to send back to lifevest.